Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. The cause of the bg level was unknown. Reportedly, the customer's husband assisted the customer as the customer was unable to due to the low bg level. The customer stated that the husband provided the juice/candy and that the customer was able to eat the candy/drink the juice until bg level increased. Recommendation was made by tandems technical support for the customer to contact a healthcare provider regarding bg level.